Event description:
It was reported that non-physiologic noise was observed on the atrial and ventricular sense/pace channels. The device sensed noise and had a vf diagnosis, started to charge, but returned to sinus. The lead impedance had also decreased. The physician monitored the patient for a couple of weeks and the noise continued. Therefore, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.